Manufacturer narrative:
The technician found the ground pin loose on the power cord plug. The technician replaced the power cord plug to resolve the issue.

Event description:
Technician alleged that the ground was out of range on the bed. No pt impact.